Manufacturer narrative:
A partial lead with the lead tip was returned in two segments for analysis. Internal insulation abrasion was noted at 1.5-3.1cm, 2.9-3.8cm, 3.7-4.3cm, and 4.3-5.4cm from the proximal end of the rv shock coil on the middle segment. The etfe coating was intact and the inner coil was exposed at these locations. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a right ventricular lead revision procedure due to noise and externalized conductors. The lead was explanted and replaced. The patient was stable during and after the procedure.

Event description:
This is a clarification of the event. The patient was partially pacemaker dependent.